Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit. No pt injury was reported.

Manufacturer narrative:
A company clinical rep arrived on site approx 2-1/2 hours after insertion of the iab. The representative noted that there was blood in the catheter extender tubing connected to the iabp's safety disk, and in the drain port. The customer informed the rep that the physician had mistakenly connected the extender tubing to the arterial lumen, allowing blood to enter the tubing. The customer then connected the tubing properly, and initiated therapy. The company clinical rep had the customer change the catheter extender to prevent further contamination. However, the pump sounded a "blood detected" alarm. The pt was switched to another unit, and therapy was continued. The company service rep replaced all contaminated parts. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).